Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 52016, the lay user/patient contacted lifescan USA alleging an unusual issue with her onetouch ultra2 meter and it also tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 7:00am. The patient stated that when she "opened the meter case and it was on the last reading then when she put it away it was off". The patient manages her diabetes without diabetes medications. The patient stated that she took more food/drink on (B)(6) 2016 at 7:30am in response to the alleged product issue. The patient claimed to have developed the symptoms of "felt weak, shaky and clammy" 60-90 minutes after the alleged product issue began; however she denied that she received treatment. At the time of troubleshooting, the csr noted that the alleged product issue was resolved with education on correct testing procedure. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.